Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was observed inside the fluid path of thirty-eight (38) exactamix 500 ml eva tpn bags. This was noted prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 24, 2019 - april 25, 2019. H10: thirty-eight (38) actual samples were received for evaluation. Unaided visual inspection with magnification was performed which observed a loose curved white foreign matter that appeared to a plastic-like approximately 0.25 inches in length inside the two (2) samples. Additional inspection observed that the fill port connector thread of the three (3) samples were damage. The reported condition of the foreign material was verified in two (2) samples. The cause of foreign material and damage fill port connector thread were not determined. The remaining thirty three (33) devices did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.